Manufacturer narrative:
Updated fields: d10, g2, g4, g7, h2, h3, h6, h10. UDI (B)(4). The directlink icp module was returned for evaluation: DHR: the lot met specifications when released. Failure analysis: the bang is displaced, but the module passed the functional test. Issue not confirmed as device functioned correctly. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to the misaligned cable returned for evaluation with the icp module, which may have been damaged after mishandling.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that after having problems with measuring icp with 3 different microsensor probes the customer want to have the module and the cables having examined. One module, one probe cable and one monitor cable 826880 lot 175617 will be returned for evaluation. The measurement was always fine for some time (some hours until 1 day). After that the system showed negative pressure and than stopped measuring. In the last case it began measuring after some hours with negative pressure data.